Event description:
Device malfunction: failure to advance. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the thumb advancer would only split the exchange sheath three-fourths of the way down. The plunger was not completely depressed, and the locator wings were not in the open position. The safety release was not used as the locator wings were already collapsed. The device was removed from the patient's anatomy using counter traction. Hemostasis was achieved using manual compression. There were no adverse patient sequelae reported. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.